Event description:
Was in MRI machine for extended period due to issue getting clear images related to machine. Informed technician that my right lower arm was experiencing significant heat as it was firmly pressed against the interior of the machine. Activated the "help" button as pain became unbearable and technician placed some padded between my arm and machine. 1 of 2 imaging scripts was completed and I had to return for a 2nd session later that day to complete the image, required for surgical planning. Experienced further burning on the 2nd session and could not move my right arm when I exited machine. Staff was made fully aware and I was told this was somewhat normal. I took photos of edema and redness on the portion of my arm that was in direct contact. Went to an urgent care as well. It has been more than 8 weeks and the affected areas are still painful to touch and bending my elbow is still painful.